Manufacturer narrative:
(B)(4).

Event description:
During surgery, the stapler started to emit different noises than usual, with a subsequent failure to function. There was not blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes due to the product problem. No injury reported the current status of the patient is good status.